Manufacturer narrative:
Updated data: d3 d4 h4 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, the patient became hypotensive and aortic insufficiency (ai) was observed from pinning up a native leaflet with the guidewire. Subsequently, the patient experienced a pulseless electrical activity (pea) arrest. Multiple rounds of cardiopulmonary resuscitation (CPR) were performed with advanced cardiovascular life support (acls) protocol for medications. The patient was prophylactically intubated and achieved return of spontaneous circulation (rosc). At that time, the valve was successfully implanted. Following the implant procedure, the patient was transferred to the intensive care unit (ICU) for several hours. A post-operative echocardiogram was performed that revealed moderate paravalvular leak (pvl) and a post-implant balloon aortic valvuloplasty (bav) using a non-medtronic balloon was performed to address the pvl. Following the post-implant bav, the pvl resolved and the patient recovered well.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot #: (B)(6), ubd: 03-apr-2027, UDI#: (B)(4) the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.